Manufacturer narrative:
(B)(4). The reported condition is smoke, sparks, burnt odor, fire from device. Visual inspection of power cord showed burned power plug (into wall socket). Plug was covered by black burning. The reported condition is confirmed in the sample evaluation. The assignable cause is undetermined.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because, it is the same or similar to the product distributed within the u.s.

Event description:
This is an international report where the customer reported that sparks came from the plug of a homechoice pro when it was connected to the wall outlet. There was no patient involvement and no patient injury or medical intervention.